Event description:
Customer reported there were no instrument-generated flags for the presence of immature cells for one patient sample when using the unicel dxh 800 coulter cellular analysis system. The sample was run on another dxh 800. There were instrument-generated flags for "left shift" and "immature granulocytes" with the test results using the other dxh 800. Due to the presence of operator-defined flags, a manual blood smear differential was performed and confirmed the presence of bands and blast cells. A review of the data identified an erroneously high monocyte % was also present in the automated differential. Erroneous test results were not reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Raw data files were not available for analysis. The cause of the lack of instrument-generated flags for the presence of immature cells is unknown. The cause of the erroneous high monocyte % on the automated differential is unknown. Product labeling was evaluated. Dxh800, instructions for use, pn 629743ag states: beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, and decision rules. This is one of two events reported by this customer. The related MDR is 1061932-2012-00444.